Event description:
It was reported that this lead was not implanted due to a loose shock spring end. The lead was later returned for laboratory analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal and distal ends of both the proximal and distal shocking coils. Associated with this was a slight stretching of the ends of these shocking coils. The separations were a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this lead was not implanted due to a loose shock spring end. The lead is expected to returned; no adverse patient effects were reported.